Event description:
It was reported by the customer that a pyxis medstation es system database is completely corruptted the nursing staff uses the other device because they found the other device was faster. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that database was completely corruptted and can't be rebuilt. The technical support center specialist revooted the bloated database server to resolve the issue. The system functioned as intended after the technical support center specialist troubleshooted the device.